Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing that the fenestrated bipolar forceps (fbf) instrument was found to have a broken conductor wire. There were no reports of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if the wire was intact or broken. The cable that was reported is the black cable and the internal wires were exposed. There are no photographic images for review and patient demographics are unknown.